Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy.